Manufacturer narrative:
The 3003721894-2018-00052 is associated with argus case (B)(4), corega denture powder. Corega denture powder is marketed in the us as super poligrip powder.

Event description:
Medication error (used of expired product) [expired device used]. Gum hurt [gum pain]. Misuse (used corega powder with ultra corega cream) [intentional device misuse]. "He lost his upper fangs"/his fangs were removed [tooth extraction]. Case description: this case was reported by a consumer via call center representative and described the occurrence of expired device used in a (B)(6) -year-old male patient who received denture adhesive powder-cmc or double salt (corega denture powder) oral powder for dental prosthesis user. Concurrent medical conditions included "he lost his fangs". Concomitant products included double salt dental adhesive cream (ultra corega flavor free) and double salt dental adhesive cream (ultra corega cream mint flavor). On an unknown date, the patient started corega denture powder. On an unknown date, an unknown time after starting corega denture powder and ultra corega cream mint flavor, the patient experienced expired device used, gum pain, intentional device misuse and loss of teeth (serious criteria disability). On an unknown date, the outcome of the expired device used, gum pain and intentional device misuse were recovered/resolved and the outcome of the loss of teeth was unchanged. It was unknown if the reporter considered the expired device used, intentional device misuse and loss of teeth to be related to corega denture powder. The reporter considered the gum pain to be related to corega denture powder. Additional information: consumer mentioned that he mixed ultra corega flavor free or ultra corega mint flavor, depending on which product he had, with corega powder to get more adherence (misuse) in the prosthesis but it did not work. The prosthesis moved and hurt his gum. Reporter mentioned that he used corega powder expired but it was very little and he scrap the product. He mentioned that he stopped using the product since more than one and a half year because his fangs were removed and the prosthesis cannot be held. Since then, he mentioned that he has to swallow the food. Specific dates could not be obtained as consumer mentioned that he does not remember and had more than one and a half year. Reporter mentioned that "he did not take other medications but he broke the clavicula and thiks he will be prescribed with something for the pain" (it happened after the events). Weight: (B)(6) kg approximately. Linked to (B)(4). Correction to information received on 19-feb-2018: event coding updated for verbatim "he lost his upper fangs"/his fangs were removed" to tooth extraction.